Event description:
It was reported that a device was used during a hemorrhoidectomy. The device fired an incomplete staple line, resulting in excessive bleeding. Another device was used to complete the case. There were no other consequences to the patient.